Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visually confirmed instrument broken at ~70mm mark. Microscopic examination of fracture surface revealed fairly brittle fracture with no indication of fatigue or torsion. River lines suggest direction of fracture. The location and nature of fracture surface suggest failure due to bend stress overload. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a spinal lumbar fusion procedure. It was reported that the tip of the tap broke during use in the patient. The broken portion was removed from the patient. No patient complication were reported.